Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain after a hip arthroplasty.

Manufacturer narrative:
No devices or photos were received, as these remained implanted. Therefore, the condition of the devices is unknown. As lot number of the shell is unknown, complaint history and device history records could not be reviewed. No deviations or anomalies were noted in the manufacturing process for the lot codes associated with the head, liner, stem, neck, and cable. These devices are used for treatment. The devices were used in an approved and compatible combination. Review of complaint history for the part-lot combinations of the reported devices identified no additional complaints. Primary operative notes for procedure performed on (B)(6) 2012 were reviewed. The shell was noted to fully seat with tight press fit obtained. A cerclage wire was applied above the top of the lesser trochanter and tightened down to 100 lbs and crimped to maintain pressure during the procedure. As stated in the notes, the final stem implant was not fully seated. Several mm of porous coating was noted to be exposed proximally. Further attempts to insert it were not made for the fear of a proximal femoral fracture. Once this was fully seated, torque on the insertion handle in both anteversion and retroversion showed no mobility within the femoral canal. On reducing the femoral head, the hip was taken through a full range of motion passively without stiffness. As stated in the notes, the surgeon felt that the overall stability of the hip was felt to be satisfactory. No complications were noted. With the information provided, a specific cause for the reported issue could not be determined with certainty.